Event description:
The facility representative reported a colleague infusion pump which overdelivered during patient use in the cath lab. The device was set up to deliver a secondary solution of 250 milligrams angiolax reconstituted in 5 milliliters of water at a rate of 500 milliliters per hour followed by 28 milliliters of a primary solution of heparin at a rate of 28 milliliters per hour. The nurse started this program and noticed a short time later that the device was alarming for air in the line as the bags and tubing were empty. The nurse reported that the infusion ended more quickly then she had expected. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined service history review determined that the device has not been previously sent into service for the reported condition of "over-delivered". A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.